Event description:
It was reported to covidien in 2008 that a customer had an issue with a hypodermic needle. The customer reports the nurse stuck her left palm trying to get blunt off of tube.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.